Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that elevated thresholds and impedance measurements were exhibited with the right ventricular (rv) lead. Later, a loss of capture was observed with the rv lead, and intermittent undersensing with the right atrial (ra) lead. Reprogramming was done for the rv lead. Both of the leads remain in use. No patient complications have been reported as a result of this event.